Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteroscopy procedure in the left ureter, performed on (B)(6) 2021. During the procedure, it was noticed that the tip of he bladder pigtail was folded and ragged and it could not be inserted smoothly. Another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. A photo of the complaint device was provided and showed that the stent was kinked.

Manufacturer narrative:
Block h6: medical device problem code a0406 captures the reportable event of stent kinked. Block h10: the returned polaris ultra ureteral was analyzed, and a visual evaluation noted that the shaft in a good shape, the bladder pig tail was observed deformed. Additionally, a mandrel 0.035" was loaded into the device and no resistance was felt. The suture, stabilizer and the positioner did not return. A photo of the device was also attached in the record. No other issues with the device were noted. The reported event was not confirmed. According to the product conclusion, it is possible that operational factors, such as interacting of the device with a mandrel or cannula, interaction with other device, manipulation or excess of force applied during it use, could have caused the deformation in the bladder pig tail. These issues can also cause that the coil did not returned to its original position, consequently, affect the performance of the device. After a visual inspection and functional test in the complaint device it was not possible to identify any evidence of either the alleged issues stent kinked and stent/delivery system difficult to advance or any defect on the device, due to the positioner did not returned and a mandrel of 0.035" was loaded into the device and no resistance was felt and no kinked were noted. Therefore, adverse event related to procedure is selected as the most probable root cause of the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteroscopy procedure in the left ureter, performed on (B)(6) 2021. During the procedure, it was noticed that the tip of he bladder pigtail was folded and ragged and it could not be inserted smoothly. Another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. A photo of the complaint device was provided and showed that the stent was kinked.